Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was not turning on. The medical affairs specialist spoke with the pt on sept 25, 2008 to obtain/verify the following info. The pt tests at least 6 times per day and manages her diabetes with an insulin pump. She stated that the power issue first occurred approx 1-2 hours before she contacted lfs. She ater a "light snack" after the attempted test but did not take any medications. About an hour after the meter would not work, she reportedly developed low blood glucose symptoms: she was sweating, light-headed, and felt sick to her stomach. She then went to the pharmacy to obtain a new meter and got a "42 mg/dl." She treated herself with food and felt better afterwards. She claimed that if she was able to test with the reported meter, she might have eaten more to avoid the low blood glucose symptoms; however, she also admitted that she was exercising a lot that day, which contributed to her symptoms. The customer care advocate (cca) went through troubleshooting with the pt and noted that the meter powered on successfully with the power button and with a test strip. The cca sent replacement products. When the mas spoke with the pt, she mentioned that the batteries appeared to be leaking when she checked the batteries. This complaint is being reported because the pt became hypoglycemic about an hour after he attempted test with her meter. In addition, the batteries were reportedly leaking.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.